Event description:
It was reported that the 2.5mm awl with sleeve (variable angle) failed inspection due to a missing spring. No patient or surgical involvement with this case. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: event date: unknown. Device is an instrument and is not implanted or explanted. Service history review: lot #8582466- no service history review can be performed as this is a lot controlled item. The manufacture date of this item is january 31, 2014. The source of the manufacture date is the release to warehouse date. Service and repair evaluation: the customer reported the spring was missing. The repair technician reported missing parts as the reason for repair. The cause of the issue is unknown. The following parts were replaced: spring. This item was repaired, passed synthes final inspection, and returned to the customer on (B)(4) 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.